Event description:
Patient is able to dial up dose of insulin and depress the pen for injection, but no insulin is coming out - he didn't notice this at first until his blood glucose levels were starting to rise at which point he examined his pen closely and noticed it was not dispensing any insulin. Dose, frequency and route used: up to 30 units daily. Therapy dates: has been using for past 2 years. Diagnosis for use: diabetes. Event abated after use stopped or dose reduced?: yes.